Event description:
Major pump unit(s) involved: drive unit failureadditional text: no fill or empty signal on driver or signal processor leadspecific component(s) involved: internal controller malfunctionadditional text: signal processor lead/no fill or empty signal receivedother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : pt placed in fixed modeimplant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: drive unit failurespecific component(s) involved: internal controller malfunction